Event description:
It was reported that the 9800 system did not fluoro after a reboot. No error codes were displayed. The system was exchanged. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep reseated a pin and checked the seating on the c-arm. The system operates as intended.